Event description:
A malfunction was reported on a customer's pump, with no notable events occurring prior to the issue. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl. Tandem technical support arranged to send a replacement pump with updated software, and training would be available in the customer's tandem source account. The customer was instructed on how to put the pump into storage mode and return it to tandem via ups using a pre-paid label within 10 days. The customer acknowledged all instructions, and a signature was required for the delivery of the replacement pump.